Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2022. The customer replaced the flow sensors during the case. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Legal manufacturer: (B)(4). The customer replaced the flow sensors during the case. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no patient injury.